Event description:
There was leaking from the extension tubing for the liftloc infusion sets. This happened with several packs from the same lot so the whole lot was removed. No patient impact. Leaking was noticed before the set was used on any patients. The lot was removed from inventory.